Manufacturer narrative:
(B)(4). Date sent: 8/7/2024. D4: batch # unk. B3: event day and month unknown. Captured as (B)(6) 2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. F yes, were the staples formed properly? Yes but not all of them. If yes, was the staple line complete? Incomplete. Did the device cut? Not complete. If yes, was the cut line complete? No. If yes, was there any issue with the cut line yes. Was there any difficulty opening the device jaws? Yes. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Despite proper handling, the blade of the forklift could not be released.the patient was not harmed and the operation was successfully completed with another forklift.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. D4: batch # 860c59. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. Incomplete firing may result in malformed staples, incomplete cut line, bleeding, and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted and no reload was returned for analysis. Device history review: a manufacturing record evaluation was performed for the finished device batch number 860c59, and no non-conformances were identified.